Event description:
As reported: during the procedure, the device detached during manipulation, early inside the microcatheter, without activating the detacher. The device was replaced and the procedure was completed successfully. The coil was retrieved by only pulling the microcatheter out of the patient. The patient status is great.

Manufacturer narrative:
The investigation of the returned coil system found the pusher exhibited lead wire separation from the middle to the proximal section. The pusher heater coil was found stretched and broken, which is consistent with the detachment described in the reported event. However, the investigation found the pusher's monofilament profiled a mushroom shape, which indicates the device experienced thermal activation from a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher heater coil damage, but the damage is consistent with the device experiencing forces exceeding the heater coil's tensile strength.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during the procedure, the device detached during manipulation, early inside the microcatheter, without activating the detacher. The device was replaced and the procedure was completed successfully. The coil was retrieved by only pulling the microcatheter out of the patient. The patient status is great.